Manufacturer narrative:
Investigation summary: four loose 10ml syringes with red tip caps and medication labels were received and visually evaluated. Three of the syringes contained 10ml of clear fluid and one contained 5ml of clear fluid. No defects were observed in any of the samples. Root cause not defined since defects were not confirmed in samples received. No corrective actions recommended since product defect was not confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that ten bd syringe luer-lok¿ tip cracked at the barrel. Customer¿s verbatim: ¿ per customer email: department: materials management product catalog number: n/a , lot 9001911 product description: bd 10 ml syringes luer lok tip and nipple tip syringes origin of the issue: nursing detail: syringes have cracks in the cringe barrel. Also, some syringes have piece of the syringe barrell missing where the cracks have become so back the syringe broke. Number of occurrences: 10.0 sample available: true lot number: 9001911 ¿

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that ten bd syringe luer-lok¿ tip cracked at the barrel. Customer¿s verbatim: ¿per customer email: department: materials management. Product catalog number: n/a, lot 9001911. Product description: bd 10 ml syringes luer lok tip and nipple tip syringes. Origin of the issue: nursing. Detail: syringes have cracks in the cringe barrel. Also, some syringes have piece of the syringe barrell missing where the cracks have become so back the syringe broke. Number of occurrences: 10.0. Sample available: true. Lot number: 9001911."